Manufacturer narrative:
Investigation summary: review of the quality documents indicated that the lead met all the requirements of the specification during inspections. As received, the lead was analyzed, and standard electrical measurements of the lead were within specifications. Further investigation was performed to ensure adequate electrical continuity of the internal and external electrical lines and insulation between them. All tests showed values within the expected range values. Then, all welding points of the entire lead were visually inspected, and the proper welding of all components was confirmed. Based on the results obtained by the analysis, a lead malfunction is not suspected to be the cause of the reported event. The most likely hypothesis explaining the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during the implant attempts the ventricular impedance was always measured above 3000 ohms with the psa with the screw extended.

Event description:
Reportedly, during the implant attempts the ventricular impedance was always measured above 3000 ohms with the psa with the screw extended.